Event description:
It was reported that during an extraction procedure at the user facility, the core impaction drill was overheating. The procedure was completed successfully using back-up equipment with no delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
The reported event of overheating was not duplicated; however, the technician found widespread internal corrosion had affected several components, including the motor assembly, upon disassembly.

Event description:
It was reported that during an extraction procedure at the user facility the core impaction drill was overheating. The procedure was completed successfully using back-up equipment with no delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.